Event description:
It was reported that during a percutaneous coronary intervention a guidewire fracture occurred. The choice floppy guidewire "was placed in a diagonal branch of the left anterior descending artery with the tip formed as a loop well localised in the periphery of the branch. After dilation with a 1.5 maverick balloon the wire was removed from the artery without any resistance, but the tip of the wire was trapped in the lesion whereby a fracture occurred at the transition to the floppy tip. The tip of the wire stenosed the vessel but could be bypassed with another wire. It was however, impossible to get any balloon catheter, so retrieval of the wiretip was not attempted. Occlusion of the vessel did not occur, so we decided to observe the clinical course, and to make a new attempt to dilate the diagonal branch in 1-2 months." The pt had another angiogram 3 days later due to pain, and the diagonal was found to be totally occluded. No further intervention was performed or planned. Pt was discharged from the hospital.